Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was providedfrom a healthcare provider stated that the pump was refilled with the lower concentration of morphine sulfate 5 mg/ml and will slowly titrate the dose pup as tolerated. The physician will start at low dose 0.5 mg/day once all the old medication has cleared the pump and the catheter system minimum rate. The pump was functional.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid via an implanted pump. The indication for pump use was non-malignant pain. The caller stated that they had to call 911 today as the patient was unresponsive. Per the caller, the patient just had the pump restarted today and the pump had been off because the patient was in the ICU (intensive care unit) in the hospital and then in rehab, so the pump was down. The caller states that the pump had 4cc. The caller wanted to know what the dosage was in the pump. The agent redirected the caller to the patient¿s healthcare provider and provided the information for technical support in case the facility and hospital needed to contact technical services. The caller stated that this all started today and stated that when the patient was in hospital they needed a refill but they were not stable enough to get a refill so they let it run down and supplemented, so today was the first day they were given the pain medication in the pump and today it was too much at 20% and now the patient was going through an overdose.